Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert. Sensing integrity counter (sic) and high/undefined pacing impedance were observed. Noise was able to be reproduced during testing. A possible fracture was suspected. Reprogramming was performed. The rv lead remains in use. No patient complications have been reported as a result of this event.